Event description:
During a procedure the clip applier jammed in a closed position, the surgeon had to procedurally remove the clip applier.

Manufacturer narrative:
The cause of the jam could be the result of the device being used beyond it useful life. The device was manufactured in 2010. The incident occurred in 2013. Functional testing has been performed on m/l-10 devices to assure that it will function properly for up to 20 uses. The device was not returned for a complete investigation, root cause of the jam is undetermined.